Event description:
At the device's interrogation, a request for upgrade (for the bluetooth with the tablet) appeared. The user clicked on no but an error message appeared (twice). Therefore, the user has clicked on yes and everything went well. The concern is about the error message when the upgrade is refused.

Manufacturer narrative:
The conclusions are as follows: with a 3.16 smartview version programmer, the embedded software of the interrogated pacemaker must be equal or greater than 2.7.3. In this case, the embedded software was lower than 2.7.3 (2.5.3) that is the reason why the upgrade was needed explaining the pop-up message displayed. Based on the available information, no issue is suspected on the subject pacemaker.

Event description:
At the device's interrogation, a request for upgrade (for the bluetooth with the tablet) appeared. The user clicked on no but an error message appeared (twice). Therefore, the user has clicked on yes and everything went well. The concern is about the error message when the upgrade is refused.